Event description:
Returned device analysis identified a separated hypotube. Follow up with the account indicates that the separation likely occurred during re-packing for shipment as it was not noted during use. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported break was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the calcified anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the noted hypotube bend and ultimately resulted in the reported break/noted kinks. The noted separation likely occurred during re-packing for shipment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the left anterior descending (lad) coronary artery. Resistance was noted during advancement of the 3.50x15 mm nc trek balloon dilatation catheter (bdc) and the mid shaft broke, although it is not in two pieces. There was no resistance during removal and the device was simply withdrawn. A 3.5 x 12 mm nc trek bdc was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.